Event description:
During the surgery, they observed that the slot/groove of the screwdriver is broken. There was a replacement and the surgery continued without any delay or adverse consequences to the pt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.